Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet device and subsequently noted a loud motor-like noise when touching the wake button, while the device appeared to continue dosing and the screen remained intact. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and education with instructions to monitor and call back if the issue persisted. Investigation of this case revealed a suspected hardware disturbance affecting the sleep/wake button mechanism following an accidental drop, with no alarms reported and no dosing interruption observed. It was concluded, based on previously established findings for similar reports, that the cause was likely device damage from impact.